Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 48.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24-april-2018. It was reported that shaft kink occurred. The stenosed target lesion was located in the left coronary artery. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.